Event description:
It was reported that a patient presented with post paced t-wave over-sensing noted on the patient's implantable cardioverter defibrillator. No information regarding intervention or adverse patient consequences were reported.

Event description:
New information received notes that the patient presented remotely, prior programming changes were made. The patient was asymptomatic, and concern was expressed regarding potential shocks due to the over-sensing.